Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was unable to resolve the issue by loading a new cartridge, as the alarm recurred. Consequently, technical support decided to replace the pump. The customer will reach out to their healthcare provider regarding a backup method of insulin therapy.